Event description:
While transferring the resident from chair to bed, both straps came off the lift. The resident fell about 24 inches onto the bed. One staff member was pushing the resident, and the other was going around to the end of the bed to assist in positioning the resident over the bed. No injury was reported.